Event description:
It was reported that during receiving the device was found to have an arm that was broken off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during receiving the device was found to have an arm that was broken off. No patient involvement or procedural delays were reported with this event.